Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - a follow-up MDR will be submitted with the device manufacture date.

Event description:
The user facility reported that during a patient procedure their gi4000 electrosurgical unit argon gas canister empties within minutes and has a black screen resulting in a procedure delay. The procedure was completed successfully using a different unit. No report of injury.